Event description:
The customer reported that they received a complaint from a customer that involved a quest device. (The customer purchases the device bulk non-sterile from quest). The customer reported that "blood is backflushing through this checkvalve." The device is not a finished device.